Manufacturer narrative:
Block h6: imdrf a0414 captures the reportable event of side car - rx torn material. Imdrf f2202 captures the event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, when the trapezoid rx was inserted into the endoscope, the guidewire tore the side car - rx. As a result, the physician attempted a balloon sweep instead, but this was unsuccessful. The procedure was aborted, and the patient was rescheduled for a spyglass procedure on (B)(6) 2026. The stone was successfully cleared during this procedure, and the patient has recovered and been discharged home. There were no patient complications as a result of this event.